Event description:
Ous MDR - it was reported that approx. 72 months after the implantation the lead was capped and replaced due to oversensing with an inappropriate shock.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. Therefore the analysis is based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned data have been analyzed. The available iegms documented the presence of noise in the rv channel, which led to vf detections with one shock delivery, as mentioned in the complaint description. Based on the information available for analysis, the root cause of the noise signals was not determinable. However, the integrity of the lead cannot be assured. There is no indication of an ICD malfunction.